Event description:
Infection in a proact patient resulting in unilateral, left-side, explant.

Manufacturer narrative:
Additional information was received. The explanted device was on the patient's left side. Also, while the exact initial implant and explant dates are not known, it was reported that initial implant took place in (B)(6) 2020 and the explant was performed approximately four weeks later. #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Infection in a proact patient resulting in unilateral explant (side unknown).